Event description:
The user reported, while attempting to tighten the pivot screw on the central control monitor, the mounting arm broke off. No other details regarding the nature of the event were provided. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.